Manufacturer narrative:
At this time, the device and leads have not been returned and they are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with shortness of breath. The patient was later discharged to home. Three days later, the patient's remote monitoring system detected a high out of range shock impedance measurement on the right ventricular (rv) lead and a low pacing impedance measurement on the left ventricular (lv) lead. There was also noise noted on the non boston scientific right atrial (ra) lead. Boston scientific technical services (ts) was contacted for assistance. A ts consultant reviewed the data and discussed that further evaluation of the leads should be considered, including a chest x-ray to see their current position. A health care professional (hcp) called the patient and spoke with the patient's daughter who reported that the patient was found dead in his home. It appeared that the patient was dead for several days. There are no reported allegations that the leads or the cardioverter resynchronization therapy defibrillator (crt-d) caused or contributed to the patient's death. An additional review of the recorded noise on the right atrial channel revealed that it was related to the minute ventilation feature. Although there was oversensing on the ra lead, this issue did not cause any sensing issues on the rv or lv leads and did not relate to the patient's death.